Event description:
During a severe thunderstorm, the radiology technologist (rt) and mother of a 10 month old were positioning the baby on the x-ray table for an exposure. The hosp lost power and the overhead tube crane (otc) brake released causing the otc to move downward. The rt leaned up against the otc to stop the movement and the mother removed the baby from the x-ray table. The otc did not contact or cause injury to the baby.

Manufacturer narrative:
The customer requested a new counterbalance (cb) be replaced on the otc of the drx-evolution system. Csh engineers (design, service, and a field engineer) went to the customer site on (B)(4) 2012 to complete this installation. The cb was adjusted according to procedure and the equipment was accepted by the customer and was verified to perform according to specifications. The cb was replaced, was evaluated by carestream health (csh) and by the cb MFR, packer kromer. There were no defects found with the cb or mfg changes made according to packer kromer. Internal testing completed by csh during the mfg investigation has identified the root cause of this issue as the adjustment of the cb and relaxation of the spring coil tension that contributes to the downward movement of the otc during a power loss/ outage.